Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit alarmed motor error during prime test due to motor with high current draw. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.